Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. The patient received outpatient treatment of unspecified antibiotic therapy for the event. At the time of this report, the patient outcome was not reported; however, nine days after event onset, the pd effluent was clear. Pd therapy was ongoing. No additional information is available.